Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was in pain. The patient had lost the desktop charger, and stated that because he does not have the desktop charger he was in pain because he could not charge, and reported that he planned to have the ins removed and replaced with one from another manufacturer. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain and failed back surgery syndrome.